Event description:
Barrx channel radio frequency ablation endo catheter would not pass thru introducer; there was resistance in trying to push the catheter forward. Manufacturer response for electrosurgical, cutting coagulation accessories, barrx (per site reporter). Vendor rep was present during the case.